Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the screw fell when the dissector was opened. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device jaw was damaged. The reported condition was not confirmed. The jaw pin was disengaged but was still attached to the jaw. There was no missing piece. The manufacturing engineer was notified and determined the damage to the jaw likely occurred when the jaw came into contact with a hard object or was dropped. It was determined that the jaw pin was welded correctly but later broke when the jaw was damaged. The investigation identified the root cause of the reported event to be user error. The customer was advised to refer to the device instructions for use (IFU) on proper handling of the device. If information is provided in the future, a supplemental report will be issued.